Manufacturer narrative:
The reported failure of internal battery not detected and power_vbus_dropped is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy evo ventilator was returned to the third-party service center due to the allegation of (after the service the device still says ventilator service required). The device was not in use by a patient at the time of the occurrence. During the inprocess evaluation of the device by the third-party service center an error code in relation to internal battery not detected and power vbus dropped were recorded in the device event log. The service technician confirmed that the reported error cods were due to contamination and that no corrective action was required. Additionally, during the service of the device an error code in relation to the internal or detachable li-ion battery is not charging due to a hardware fault greater then 1 minute was observed in the device event log, therefore, the detachable battery needs to be replaced to address the issue. Also error codes in relation to soft power fail, hard power fail were recorded in the device event log. The blower assy, blower bellows seal, machine flow sensor, tubing-blower chassis, tubing-fio2, tubing-low flow o2 and tubing-system board are contaminated with dust and dirt. Preventative maintenance will be performed, and the air foam inlet filter, muffler and particulate filter need to be replaced. The software was upgraded to version 1.06.15.00. Philips is currently investigating this complaint. A supplemental report will be submitted as due.